Event description:
A report was received explaining that during an injection,the needle detached. No needle-stick took place. No injury was reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.